Event description:
I was given the a product manufactured by mckesson part number 2804- cmc, controller plus this was distributed by hely and weber. I have reached out to mckesson directly today on (B)(6) 2023 to get a material spec sheet which is no where to be found on the mckesson site or by hely and weber nor was this included in the box that I received by my doctor's office. In order for full and transparent disclosure this should have been included with the product in addition to being on the website. This item has a steel plate in it which no where has this been disclosed by the medical manufacturer nor the distributor nor kaiser where this was obtained. I have reached out to kaiser as well but honestly that will take 60 days to resolve and now I am having to pay the price because of non full medical disclosure by the manufacturer which in this case is mckesson. Full disclosure needs to take part on the part of mckesson for lack of transparency. Note: I am not going to send you the product nor take a picture as this can easily be found on the hely and weber site with the information that I have provided.